Manufacturer narrative:
The reported lot number h22l21064 is not a valid baxter lot number. Initial reporter address was calle (B)(6). Initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported minicap transfer set leaked. Further reported as "fluid loss through the catheter extender". This occurred during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.